Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported when being checked out by guardian air transport team member at kingman air base the cardiosave intra-aortic balloon pump (iabp) while the unit was plugged in batteries were showing up dead. The pump was powered up while plugged in, screen shows hybrid picture, ceded in the cart correctly, and was still in battery mode. Batteries were not charging but pump would show screen without power cord on screen, saying batteries in use. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.